Event description:
Dealer stated the left back cane is bent do to the end users condition of leaning to left all the time. Dealer stated no injuries. Dealer stated he believes this may just be due to normal wear and tear.